Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The equipment was found to function within specification. The unit was returned to service. The hospital biomed performed a checkout of the equipment and a review of the logs. The equipment was found to function within specification. The unit was returned to service.

Event description:
The hospital reported the unit had a ventilator failure during a case. The clinician reportedly cycled power and continued the case. There was no reported patient injury.